Event description:
The manufacturer received information alleging a touchscreen failure occurred on a trilogy evo. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. The trilogy evo was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that touchscreen was not working because a flex cable was disconnected. In conclusion, the device's cable was reconnected to address the issue. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.